Manufacturer narrative:
The device was not received for investigation. However, the photo provided confirmed the reported issue. It could not be determined if the issue occurred due to an issue during the manufacturing or packaging process, or if the product was damaged during handling or preparation prior to use. Additionally, it is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The DHR was not available to review.

Event description:
It was reported that during an av shunt thrombectomy, the physician reported feeling as though the tip of the catheter tore while it was being withdrawn. Resistance was encountered during the procedure; however, it was necessary to continue pulling the catheter. As a result, the catheter tip was retrieved in a partially torn condition. No patient injury was reported.

Manufacturer narrative:
The device was not received for investigation. However, the photo provided confirmed the reported issue. It could not be determined if the issue occurred due to an issue during the manufacturing or packaging process, or if the product was damaged during handling or preparation prior to use. Additionally, it is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.